Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to conquest pta dilatation balloon product that is cleared in the us. The pro code is identified. The lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation was inconclusive for the reported balloon rupture. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq5064j pta dilatation catheter allegedly ruptured under nominal pressure. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient is a male and age and weight of the patient were not provided.